Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.

Manufacturer narrative:
A product development evaluation was conducted. The report indicates the design is adequate for its intended use and did not contribute to this complaint condition. This complaint was most likely caused by off-axis forces while drilling into dense bone.device was used for treatment, not diagnosis.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
It was reported that a 2.5mm drill bit broke while drilling a 3.5mm cortex screw into a proximal humerus plate. The drill bit was retrieved and the broken piece was retrieved out of patient. The surgeon was able to use a second 2.5mm drill bit to complete the bicortical technique and implanted a 3.5mm cortex screw. The surgery was delayed for 5 minutes and was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacture dates: 1/10/2013 and 1/13/2013: additional information. Orchid unique manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, lot number u168398, on purchase order number (B)(4). The suppliers certificate of compliance (dated december 26, 2012 for three receipts of this lot) indicates the parts were manufactured to p/n 310.25, revision m and met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection sheet number ns061004, revision a (completed january 10, 2013 for the first two receipts and january 11, 2013 for the third receipt). There were no mrrs, ncrs, or complaint related issues with this lot. The first two receipts of this lot were released january 10, 2013, and the third was released january 13, 2013. The product went to manufacturing for evaluation: the drill bit was received broken with scratches and dents near the break. The cutting edge of the drill bit also appears dull and blunt along most of the drill blade. The material and hardness of the drill were confirmed to be correct. The diameters of the drill blade and shaft of the part were confirmed to be within specifications. Per the suppliers certificate of compliance, the part met all required specifications.